Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and dilaudid at unknown concentrations and dosages via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient was having a withdrawal following a device adjustment. The patient reported that they were feeling sick to their stomach, nauseous, could not sit up, and felt dizzy beginning 3 days prior to the date of the report. The patient was recently in the hospital and had an MRI done for unrelated reasons. A manufacturer's representative (rep) checked the patient's pump around (B)(6) 2018, 5 days prior to the date of the report. The patient felt that the rep "did something to the pump" because the patient began experiencing withdrawals. According to the patient, they are not hearing their pump alarming. However, the patient reported that they are deaf/hard of hearing, which they confirmed was unrelated to the device or therapy. The patient stated that they were in a rehab facility and had contacted their healthcare provider (hcp) and a nurse, who redirected to the manufacturer. The patient's issue was still being addressed by the hcp. No further complications were reported.